Manufacturer narrative:
The reported events were lead fracture and noise. As received, only the distal portion of the lead was returned for analysis. The reported event of noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage. Visual and x-ray inspections did not find any signs of conductors¿ fracture.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-36941. It was reported, the right atrial (ra) and right ventricular (rv) leads were fractured. The ra and rv leads were explanted and replaced to resolve the event. There were no patient consequences. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating noise resulting in oversensing and pacing inhibition were observed on the rv lead.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in 2018.